Event description:
A monarc sling was implanted. It was reported that as a result of the implanted mesh, the pt has experienced pain, has suffered emotional and mental distress, and has sustained permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.